Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. The physician implanted the ipg in the patient¿s flank. The patient was considered the be ¿severely underweight¿ and did not lose any additional weight after the device was implanted. The device continued to rub against the tractor seat where the patient sat frequently. To address the issue, the physician relocated the same ipg to the patient¿s abdomen on (B)(6) 2020, which resolved the issue. At the time of the revision, it was noted the ipg at the flank location was under 1.5-2cm of tissue prior to being moved.